Manufacturer narrative:
The technician found the right head side rail latch is contaminated; the most likely cause is a spill of fluid onto the side rail latch mechanism. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleared and lubricated the right head side rail latch spring to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the right head side rail would not latch consistently. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).